Manufacturer narrative:
G4: 28mar2020. B4: 31mar2020. A user interface assembly was returned for analysis. An investigation was performed and the customer complaint verified, display is too dim to be responsive. Root cause is failure of lcd (liquid crystal display) panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported touchscreen does not respond. The service technician calibrated touchscreen and the problem persisted. The technician was unable to make parameter changes and could not find the cause. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the user interface (ui) display to correct the reported issue. The touchscreen was working following repairs.